Event description:
It was reported by the surgeon that the patient underwent a custom proximal humerus bayley walker procedure on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to a dislocation. The surgeon advised that intraoperatively he discovered that the poly liner in the humeral component was disengaged.

Manufacturer narrative:
The manufacturing history records have been reviewed and no abnormalities or deviations have been identified. The explanted device will be returned for evaluation. A supplemental report will be provided on completion of the investigation.